Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the condition of "detects air in tubing with no air in tubing" was confirmed and duplicated. This condition was caused by broken downstream tube load arm interfering with the air in line sensor. No repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump which "detects air in tubing with no air in tubing". According to the facility, it is unknown when or in which care area this event occurred. This event may have been a false air in line alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 5.09.90. This information was omitted from the last medwatch report in error.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and is currently being evaluated. Should the device or additional information become available, a follow-up medwatch will be submitted.this MDR was submitted on (B)(4) 2011; however, due to a failed ack3, this MDR is being resubmitted on (B)(4) 2011.